Event description:
Devices were implanted in 1996. In the beginning of 2000 the pt began to experience difficulty walking. In feb 2o00 wear of the articular surface and the tibial plate was observed. The devices were explanted on event date and replaced with a nexgen total knee.